Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that physician programmed the incorrect settings. Customer declined to troubleshoot. The blood glucose reading at the time of the event was over 600 mg/dl. Customer was vomiting and nauseated. Diagnosed diabetic ketoacidosis. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.